Manufacturer narrative:
Per the t:slim user guide, if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's insulin had been suspended around midnight. The t:connect data was reviewed. A low power alert had been cleared by the user and then the insulin was suspended by the user. After 15 minutes, the resume pump alarm had appropriately sounded. The user then resumed insulin delivery 20 minutes after it had been initially suspended. The customer's blood glucose (bg) level was 300 mg/dl and the customer's parent assisted with changing the infusion site and supplying water to drink. Correction boluses were delivered and the bg level was lowered.